Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient states "I think my device is no longer working. I look down and don't see my chest moving and I don't feel it". Patient was referred back to her physician. The device remains in use. No patient complications have been reported as a result of this event.